Manufacturer narrative:
Evaluation of the affiniti cvx ultrasound system will be included in a follow-up report upon investigation completion.

Event description:
A customer reported that an affiniti cvx ultrasound system was shutting down on its own. It is unknown if this occurred during a critical procedure. There was no patient or user harm associated with this event.

Manufacturer narrative:
The field service engineer (fse) replaced the touch panel to correct the failure. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team confirmed that the touch panel issue was not reproducible.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.